Event description:
It was reported that after placing the right ventricular lead in the patient (pt) she experienced discomfort. The lead exhibited inadequate thresholds. Attempts to reposition the lead were unsuccessful and it was explanted and replaced after the surgery was successfully completed, the pt's blood pressure dropped while maintaining electrical heart function. An echo cardiogram revealed no signs of anomalies the pt experienced several ...

Manufacturer narrative:
... Ventricular tachycardia/ventricular fibrillation episodes which were cardioverted out of. The pulse generator maintained normal function throughout the event. Despite attempts for nearly 50 minutes to improve the patient's condition, the patient was deceased. There is no allegation from a health care professional that suggests that the death was device related. The lead was thrown away during the resuscitation efforts.